Event description:
The customer reported that while in patient use the driver stopped. The ventilator alarmed to let them know that the driver stopped. There was a lot of water within the circuit, but they didn't think water went up the airway sense line. No patient compromise. The patient was removed from the ventilator and put on another ventilator.

Manufacturer narrative:
(B)(4). If the ventilator is returned to the manufacturer the carefusion failure analysis technician will evaluate the device.